Event description:
Cutter blade broke off out of shaver stem while in use. Metallic element was recovered by surgeon; however, x-ray was requested by surgeon to be done in pacu to rule out (r/o) any possibility of left behind fragments. No harm to the patient.